Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level would go high when eating at a restaurant. The customer usually trusts that the initial calculated bolus was correct and wondered how to deliver more insulin if needed. Tandem customer technical support (cts) educated the customer on how to override the calculated. Cts advised the customer to discuss the high bg events with a healthcare provider.